Event description:
It was reported that during a coronary treatment procedure, a spiral dissection occurred. The physician had planned a rotoblator procedure of the rca and had placed a temporary pacemaker. He noted that there was a 90% ostial lesion in a proximal, tortuous anomalous circumflex branch. The physician attempted to direct stent the lesion in the circumflex, but he was unable to advance the stent delivery system across the lesion with the taxus express2 2.5 x 16 mm drug eluting stent. As the physician attempted to retrieve the stent delivery device, the taxus stent became caught on the guide catheter and folded proximal to distal as it was being withdrawn. The physician was able to retrieve the device intact, however, a spiral dissection of the circumflex occurred. The pt developed chest pain. An intraaortic balloon pump was inserted and the pt was taken for emergency coronary artery bypass surgery. The current pt status is unk.